Event description:
Medtronic received information that two years, seven months and nineteen days after the implant of this transcatheter bioprosthetic pulmonary valve implanted in the mitral position, the valve was replaced with a second valve in the mitral position for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.